Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: may 20, 2020 the date article was published. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the device has been explanted. Manufacturer telephone number: (B)(4). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Pollmann, a.s., mishra, a.v., campos-baniak, m.g., gupta, r.r., eadie, b.d. (2020). Ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. American journal of ophthalmology 19(1), https://doi.org/10.1016/j.ajoc.2020.100752. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ab interno suture tube occlusion of the baerveldt glaucoma implant for management of postoperative hypotony: a case series. A case series report of 4 patients was done to present the use of a 4-0 polypropylene suture prolene (ethicon) for partial occlusion of the baerveldt glaucoma implant (bgi; abbott medical optics, inc.) Lumen from an ab interno approach in the management of delayed hypotony following bgi insertion. Adverse events reported: decreased visual acuity (n=4). Subjective complaint of shimmering lights (n=1). Eye pain (n=1). Persistent hypotony (n=4). Shallow anterior chamber (n=2). Injected conjunctival bleb (n=1). Anterior chamber cells (n=1). Choroidal effusion (n=3). Choroidal folds (n=1). Retinal pigment epithelial hyperpigmentation (n=1). Fibrin in anterior chamber (n=1). Corectopia (n=1). Tilted 3-pc iol (n=1). Vitreous hemorrhage (n=1). Scarred corneal graft (n=1). Interventions reported: topical medications (atropine, antibiotics, prednisolone) (n=2). Discontinuation of glaucoma medications (n=2). Tube lumen ligature with vicryl 7-0 (n=1). Anterior chamber reformation with viscoelastic (n=1). Tube lumen occlusion with 4-0 polypropylene (n=4). Pars plana vitrectomy (n=1). Air-fluid exchange (n=1). Iol exchange (n=1). Other jnj products were mentioned but it is not clear to which device the complaints are related to. Details for case number 3 patient is as follows: age : (B)(6). Sex : male. Glaucoma type: aniridia. Additional combined surgical procedures : none. Pre-operative bcva : hm (hand motion). Last post-operative bcva: hm (hand motion). Pre-operative iop (mmhg) : 3. Last post-operative iop (mmhg) : 7. Months of follow-up : 5. Post-operative complications: none. This report is for case number 3. Separate reports are being submitted to capture the adverse events for case numbers 1, 2, and 4.

Manufacturer narrative:
Corrected data: in the report submitted june 16, 2021 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.